Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient faced cannula issue as the infusion set cannula was found bent which led to insulin flow blocked alarm on (B)(6) 2026. The patient experienced high blood glucose level.